Event description:
It was reported to olympus that the evis exera ii ultrasound gastrovideoscope had image dropouts during the ultrasound image. Inspection and testing of the returned device found that there was a gap between the acoustic lens and ultrasound probe and a stain entered the lens through the gap. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the ultrasound image was defective due to a scratch on the acoustic lens. It was also noted that the elevator channel plug was loose and water tightness was lost due to wear of the scope cover. The up/down knob could not be locked securely due to wear of the forceps elevator lever and the scope cylinder had discoloration. The scope cover and forceps elevator were deformed. The scope body had a crack and the grip had a scratch. The distal end was deformed and the adhesive on the bending section rubber had wear. The connecting tube and universal cord had a scratch. The bending angle in the up/down/right direction and the play of the right/left and up/down knobs were out of standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.